Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain and suffering. All other information is unknown and unavailable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain and suffering. All other information is unknown and unavailable.